Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. It has been reported that there was a difference in readings of 100 mgdl points. There were no reported glucose values available to search within the parkes error grid calculator. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).